Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited fluctuating pace impedances on the right ventricular (rv) channel. The impedances were never out of range. The physician has elected to continue monitoring the system via the remote monitoring system. This ICD and the rv lead remain in service. No adverse patient effects were reported.